Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, three positions were tried for this right ventricular (rv) lead, but the sensing and pacing threshold measurements were poor. Additionally, the lead dislodged easily and did not seem to hook into the myocardium. The lead was removed from the patient and no tissue was observed around the helix. A non-boston scientific lead was implanted instead. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to remove the patient date of birth as it was incorrect and update the age of patient in a2. Also, correcting the date of event in b3, and updating the initial reporter facility name, address, and phone number in e1. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing revealed no abnormalities that would have caused or contributed to the poor sensing and threshold measurements observed at implant. The lead tip and helix were intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have resulted in the dislodgement and fixation issues.

Event description:
It was reported that during the implant procedure, three positions were tried for this right ventricular (rv) lead, but the sensing and pacing threshold measurements were poor. Additionally, the lead dislodged easily and did not seem to hook into the myocardium. The physician found the lead was too soft to adequately hang in the ventricle. The lead was removed from the patient and no tissue was observed around the helix. A non-boston scientific lead was implanted instead. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This correction report is being submitted to remove the patient date of birth as it was incorrect and update the age of patient in a2. Also, correcting the date of event in b3, and updating the initial reporter facility name, address, and phone number in e1.

Event description:
It was reported that during the implant procedure, three positions were tried for this right ventricular (rv) lead, but the sensing and pacing threshold measurements were poor. Additionally, the lead dislodged easily and did not seem to hook into the myocardium. The physician found the lead was too soft to adequately hang in the ventricle. The lead was removed from the patient and no tissue was observed around the helix. A non-boston scientific lead was implanted instead. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.